Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with history of deep vein thrombosis with pulmonary embolism had an inferior vena cava (ivc) filter deployed in the infrarenal ivc. Post deployment venacavogram demonstrated good position and alignment of the filter. Approximately nine months post filter deployment, CT scan performed for shortness of breath demonstrated small emboli within the right and left lower pulmonary arteries. Approximately two years six months post filter deployment, CT scan performed for chest pain demonstrated pulmonary emboli in the left upper lobe and lingular pulmonary divisions. The patient left the hospital against medical device and returned the following day with chest discomfort. The patient was transitioned to anticoagulation therapy and was discharged approximately one week post hospital admission. Approximately five years two months post filter deployment CT scan performed to evaluate filter position demonstrated the filter apex midline and anterior, but was not touching the anterior wall of the ivc. The distal ends of the filter were outside in the paracaval soft tissue with one limb in the right psoas muscle and a couple of limbs anterior and posterior to the aorta. There was no retroperitoneal or pericaval bleed or fluid collections. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records provided, the investigation can be confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts have perforated into the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.